Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A healthcare provider (hcp) reported via the manufacturer's representative at the time of the replacement the physician had a difficult time removing one of the leads (0-7) from the implanted ins. Once the lead was removed from the ins a portion of the lead in between the contacts was yellow tinged. Following this the hcp had a difficult time placing the 0-7 lead into the new implantable neuro stimulator (ins). An impedance check was performed on the lead with results greater than 20,000 ohms, but it was unknown what could have caused this. An impedance check was performed on the 8-15 lead with normal results. After this the physician decided not to change the lead at the current time since the consumer was getting good therapy prior to their previous ins reaching end of service (eos). It was unknown if impedances were okay before the ins was replaced since the battery wasn't able to be read. Following surgery the consumer was programmed using only the 8-15 lead with a program of 10+, 11-, 12-, 13+, a rate of 60, and a pulse width of 450 which gave good therapy, but it didn' t resolve the issue. Relevant medical history includes radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.